Event description:
It was reported that the right ventricular lead had a noisy signal and high impedance when hooked up to the analyzer during implant. The physician tried to re-position the lead but the sensing signal was still noisy. The patient was having runs of ventricular tachycardia so the physician didn't want to continue testing the lead. The lead was removed and a new one placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Inner insulation kinked/buckled. Blood in/on helix mechanism and lead is stretched. Apparent explant damage. It appears lead may not have been fully inserted into the device, since there are no setscrew marks on the is-1 pin.